Event description:
The user facility reported to terumo cardiovascular system that during cardiopulmonary bypass surgery, the luer connector was cracked and leaking. The surgery was successful.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).